Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump started alarming motor error. Customer stated that the alarm occurs every time he tries to deliver insulin. Customer's blood glucose was 214 mg/dl at the time of the incident. Customer reported a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.